Event description:
It was reported that, "there was an issue cracking open the vial and it was not a clean break. A piece of the glass fell into the cement and had to be discarded."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If add'l info becomes available, it will be submitted in a supplemental report.